Event description:
Attorney reported: (B)(6) 2007 - a bard composix l/p mesh was used to repair pt's hernia defect. On (B)(6) 2008 - pt underwent drainage of abdominal wall abscess. On (B)(6) 2009 - pt underwent drainage with debridement of the recurrent abscess of the abdominal wall. On (B)(6) 2010 - pt's bard composix l/p mesh was explanted. At the time of explant, the operative report notes pt has infection, small bowel fistula and dense adhesions to the small bowel caused by the mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.